Event description:
Facility reported tubing leaking "at the juncture of the main pump segment and the flat area, under the heater tray". The pt has been placed on antibiotics, cephazolin. No peritonitis at this time. The cultures are negative and the effluent is clear. The facility has four cases of r8a812 and has called "csr" to exchange out for two new cases of two different lot numbers each. Have called tech services to check the peritoneal dialysis cycler. 8/20/98 the pt is now off antibiotics per peritoneal dialysis rn.